Manufacturer narrative:
Citation: belkin mn et al. Tavi in lvad patients with aortic insufficiency. Journal of heart <(>&<)> lung transplantation. Apr 2019 supplement, vol. 38, ps71-s71. 1p. Doi: 10.1016/j.healun.2019.01.162. Epub 2019 mar 15. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the feasibility and durability of transcatheter aortic valve implantation (tavi) in left ventricular assist device patients with severe aortic insufficiency. All data were collected from a single center between april 2014 and september 2018. The study population included 6 patients who underwent 8 attempted tavi procedures (predominantly male; mean age 68 years), 3 medtronic corevalve bioprosthetic valves were implanted and 1 medtronic evolut r bioprosthetic valve was implanted (no serial numbers provided). Among all patients, 1 death occurred due to peri-procedural complications following valve deployment. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the death(s). Among all patients, adverse events included: 1 patient underwent 2 separate tavi procedures (reported to be 1.8 years apart), 1 procedure was abandoned due to vascular complications (specific type not provided) and this patient subsequently underwent tavi 28 days later, and trace-mild paravalvular leak. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.